Event description:
Pt came to dept. Of special procedures for a-v fistula gram. Upon removal of the catheter at the end of the procedure, one of the catheters broke, leaving the distal tip lodged in the fistula.